Event description:
The physician was attempting to embolize a cystic fibrosis in the right lobe of the lung via the pulmonary circulation, the device was utilized as the delivery device. Two occluding spring embolic coils were successfully delivered using an unidentified guidewire/pusher device to advance the coils through the microcatheter. Following the procedure the device radiopaque tip marker was noted under fluoroscopy as detached from the microcatheter and migrated down the vessel distal to the coils. The physician continued to use the damaged device to deliver polymeric embolics to complete the case. He then moved the device into the left lobe to continue treatment. While attempting to advance another coil through the device the physician discovered that the embolic particles had clogged the distal tip of the device within the damaged region where the marker had detached. The marker remains implanted within the pt's pulmonary vessel and has contributed an unexpected therapeutic effect to the cystic fibrosis. There was no evidence of pt injury or adverse effect.